Event description:
It was reported that post-sensed t-wave oversensing (pstwos), decreased sensing, and varying pacing impedance were detected on the right ventricular (rv) lead. The device was reprogrammed to resolve the variable impedance. Additional reprogramming is anticipated, but not yet performed. The patient was stable.